Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated she started experiencing readings from the sensor that were way off. At about a quarter to 1:00am, the patient stated she was in bed and her alert dog jumped on the bed and was telling her to get up. The patient decided to take a finger stick reading and indicated that the cgm was showing a lower value than the bg meter reading. The patient started to feel weak and ate skittles but could feel that her sugar was still dropping and passed out. The patient believed that her boyfriend or her daughter called the paramedics. The patient arrived at the hospital around 1:00am and had her bg taken which was reading 19mg/dl. The hospital staff informed the patient that they gave her a shot of sugar. The patient ate and drank while she was being monitored at the hospital and when she felt better, she was released. At the time of contact, the patient was doing good. No additional patient or event information in available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.